Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported no osseointegration.

Event description:
Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.